Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 327 mg/dl. The customer also reported out of range issues between the transmitter and the pump for an unspecified amount of time. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.